Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia with a highest recorded blood glucose of 445 mg/dl for a duration of hours after an insulin change and sensor replacement, with localized sensor-site discomfort noted and no observed infusion set leaks or tubing bends; the user was advised to change the infusion set to rule out a bent cannula and to replace the sensor if discomfort persisted, and the user elected to move to backup therapy until glucose returned to range. Symptoms included feeling unwell associated with high blood glucose. Outcomes included no professional medical intervention and no hospitalization. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed no confirmed device malfunction and no observed bent cannula. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.